Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a compromised force sensor system alarm from his/her insulin pump. The customer's blood glucose levels were within the normal range. Standard troubleshooting was performed. The customer stated the insulin pump's drive support cap was loose and protruding. The product is not being returned. Nothing further was reported.